Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported that the implant has not been working for some years, since 2006. The patient set up an appointment at their hcp office to check the implant and possibly get it working. No symptoms or further complications were reported.